Manufacturer narrative:
The complaint related product was not returned for evaluation, please see below the results of our investigation: as of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.

Event description:
It was reported that the pump was not suctioning properly, there's no confirmation regarding when was this issue found.